Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown, unspecified intracardiac echocardiography catheter. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation and atrial flutter with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Immediately after transseptal puncture was attempted, and prior to the use of bwi products, a pericardial effusion was detected via intracardiac echocardiography (ice). Patient remained asymptomatic. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition after the pericardiocentesis. Physician opted to forego the atrial fibrillation ablation and proceeded to perform the atrial flutter ablation. Patient required extended hospitalization as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Patient was reported to be in the intensive care unit 48 hours post-procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed prior to the injury. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.